Event description:
It was reported that this right ventricular (rv) lead became dislodged. This resulted in the device delivering 186 shocks as inappropriate therapy. X-ray imaging was performed to confirm the dislodgment. The reason for the shock delivery was due to oversensing of right atrial (ra) signals. Therapy delivery was turned off. Subsequently, the rv lead was explanted. A new rv lead was implanted. No additional adverse patient effects were reported.